Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for an atrial arrhythmia burden. Review of two stored electrograms (egms) showed farfield r-wave oversensing (ffos) with a total duration of greater than 20 seconds. At this time, the ICD and this right atrial (ra) lead remain in service and there were no adverse patient effects reported.